Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station required a witness for order entry and medication dispensing. A field service engineer (fse) initially attempted to resolve a non-responsive biometric identification (bio ID) device remotely by reinstall the packages, but the issue could not be resolved, requiring an onsite visit. Later fse visited the site and identified an issue with the universal serial bus (usb) cable and lumidigm drivers. The usb connection was corrected and the drivers were updated, after which the bio ID functioned properly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es required a witness for order entry and medication dispensing, with the user login and witness authorization needed for approval. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.